Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm or verify charge/battery lasts less than expected, rewind anomaly and missing segments/partial display due to blank display. Pump received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the scuff on the insulin pump made it harder to read the screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had battery life is diminished, crack on battery casing area, grinding during rewind sometimes, unexplained random no delivery alarms sometimes occur. The insulin pump will not be returned for analysis.